Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a patient for the treatment of a large ecstatic coronary artery lesion. There was no calcium or tortuosity in the vessel. It was reported that the patient had many co-morbidities in addition to a large aorta. A large guide catheter was used to access the ostium of the coronary artery. Due to the large size of the coronary artery the guide catheter did not have enough support and popped out of the vessel. As a result the racer stent delivery system was pulled out dislodging the stent. Several unsuccessful attempts were made to snare the stent and it was decided to not further intervene. No additional clinical sequelae were reported.